Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by the hospital staff. No fault was found with the system and no parts were replaced. The system device logs were saved and sent for evaluation. Additional information received from the user facility is that the hospital staff, who cared for the patient at the time of the event, had by mistake forgot to set an agent concentration. The hospital staff noticed that the anesthetic depth of the patient was not as expected at the time of the event, an agent concentration was set and agc (automatic gas control) was started. It was after this the discrepancy between set and measured agent concentration was noticed. Evaluation of the system device logs were performed for the given time of the event. Evaluation of the test log shows that the system checkout prior to the event was successfully performed. The event log shows that the treatment was started in manual ventilation and then switched to automatic ventilation, no agent concentration was set. After 7 minutes, in automatic ventilation the sevoflurane concentration was set to 1.7 % and agc was started. The sevoflurane concentration was changed a couple of times during the following 14 minutes and thereafter the treatment continued for 1 hour and 45 minutes. The trend log shows that after the agent concentration had been set, the system started to deliver agent according to settings. The trend log does not show any big discrepancy between the set and measured agent values. Based on the lack of recordings in the technical log, there is no indication of any technical malfunction in the system. The conclusion of the log evaluation is that the reported discrepancy between set and measured agent concentration in the beginning of the treatment most probably was due to that there were many adjustments in the agent settings in a short time. It takes a few breaths before the system has been able to adjust to the set values. When the system is set to automatic ventilation and no agent concentration is set, a pop-up dialog reminding the operator to set an agent concentration is shown after 30 seconds. The pop-up window disappears from the screen when "ok" in the pop-up window is pressed. Our conclusion, based on the received information from the user facility and the system device log evaluation, is that there was no technical malfunction is the system that caused the reported event. The event was caused by a user mistake.

Event description:
It was reported that there was a big discrepancy between set and measured agent concentration after the patient had been sedated. The user reported that the patient woke up after induction. The final patient outcome is unknown. Manufacturer's reference #: (B)(4).